Event description:
It was reported that the patient presented in hospital experiencing fatigue and shortness of breath. A surface electrocardiogram revealed the pulse generator exhibited inappropriate decreased rates. The device was reprogrammed and the patient was in okay condition. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.